Manufacturer narrative:
Return requested. Replacement navlock universal orange tracker shipped to site 08/24/2015. Medtronic investigation of returned suspect navlock universal orange tracker finds that tracker has a line of galling just inside the shaft that is causing minor fit issues with the returned driver. As is, the two parts mate easily with the driver rotating without issue. Mechanical failure - galling.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's orange navlock and their solera 4.75 driver locked-up, keeping the driver from rotating within the navlock. The medtronic representative used a mallet to separate the two instruments. After separation, the two pieces fit together well enough to function for the procedure., but still "caught slightly" while being used. The surgeon completed the procedure with the use of the navigation system and the two instruments. There was no impact on patient outcome.

Manufacturer narrative:
As previously reported, the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.